Event description:
It was later reported that the lead was removed but the ins remained in the patient. The physician¿s plan was to allow the area to heal for a while and then will implant a new lead. It was noted that the patient had a lump on her back that was removed but the physician stated it was not related to the device or lead/lead removal. The patient was doing well. There was no date currently set for the lead implant.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was scheduled for a system explant on the friday following the date of this report. The patient was implanted two weeks prior to the date of this report. The reason for the explant was that the patient had felt something moved or migrated. A laminotomy lead was going to be placed. It was later reported that the patient had fallen two days prior to the date of this report. X-rays were taken on the date of this report and it was confirmed that one of the leads had moved. The lead was going to be replaced and they wanted to do an MRI before replacement. The issue was unresolved at the time of this report. Additional information was requested but had not been received as of the date of this report.